Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. The patient's ipg was replaced on (B)(6) 2023, no complications during the procedure and therapy restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had their scs ipg replaced. Therapy was restored post procedure.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.